Manufacturer narrative:
Other relevant device(s) are: brand name: micra , model #:mc1avr1-delsys / expiration date: 14-jul-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no, device evaluated by MFR: no, mfg date: 02- feb-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), perforation was noted. Pericardiocentesis was performed for the tamponade. Patient required sternotomy and drainage. No further patient complications have been reported as a result of this event.